Event description:
The device was returned for analysis.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the no telemetry condition was verified. This was due to a depleted battery. The device case was removed and a battery supply was attached to the device. All measurements were within specifications. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. It was not possible to determine when therapy became unavailable during implant because device memory was not retained due to the low battery voltage.

Event description:
Boston scientific received information that this device was explanted. The patient had been lost to follow up and the device was not able to be interrogated prior to explant. There were no additional adverse patient effects reported. A request for the return of the device has been made.